Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a low flow rate. The issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition with minor scratches on the lcd lens screen. Evidence of reported problem in event log was found. During the evaluation of the device, the reported inaccuracy was unable to be replicated. There was no fault found with the returned pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.